Manufacturer narrative:
Unit had a missing retainer and missing reservoir tube o-ring. The p-cap does not lock in place due to missing retainer. Unable to perform the displacement test due to missing retainer. Unit passed self test. No unexpected hal software error detected or the motor arm cannot communicate with the main arm alarms during testing however, hal software error detected alarm line number 1421 file number 32122 and the motor arm cannot communicate with the main arm alarm are found in the formatted history file due to a software error. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarms. Clear alarm and finish process. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.